Manufacturer narrative:
Surgical procedure is addressed in the IFU. (B)(4). Evaluation: the report is still under investigation.

Event description:
The product did not open during the procedure and a part of the product broke, possibly because of the strength on the product itself during the implant. Additional information received (B)(6) 2011. The main body prosthesis was normally released until the opening of the contralateral gate. After removal of the first safety lock the device blocked and it was impossible to proceed and release the proximal uncovered stent. No section of the device remained inside the patient's body although the patient did require additional procedures (by-pass abi with conversion to surgery) due to this occurrence. The complainant did not report any adverse affects to the patient.